Event description:
It was reported in a literature article that sixty-five patients with lenke type-1 ais were included and followed up for a minimum of 24 months. Forty-two patients underwent thoracoscopic surgery (thoracoscopic group) and 23 patients underwent posterior surgery (posterior group). Radiographic outcomes, including the correction rate and loss of correction, perioperative morbidities, and complications, were compared. It was reported that two patients were found to have a broken rod and loss of correction 1 and 2 years post-op respectively. Neither patient underwent a revision surgery. No additional information was reported.

Manufacturer narrative:
Literature article citation: lee et al. A comparative study between thoracoscopic surgery and posterior surgery using all-pedicle-screw constructs in the treatment of adolescent idiopathic scoliosis. J spinal disorders (j spinal disord tech 2013;26:325¿333). (B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.